Event description:
Boston scientific received information that this device was programmed to monitor only due to hospice. It was noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Replacement is not being planned and the device will remain in monitor only. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.